Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration.

Manufacturer narrative:
Failure mode for this submission is being updated to failure of osseointegration based on customer supplied data. (B)(6).